Manufacturer narrative:
(B)(4).

Event description:
Pt reports having signal loss on her g6 app for 4 hours

Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that loss of connection was related to the mobile application. A review of the share logs was performed, and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.